Manufacturer narrative:
This info was not provided during the initial report. Add'l info has been requested. Device not explanted at this time, surgeon is scheduling. Unable to provide the date of MFR as no device was returned. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number, the device history records review could not be requested.

Event description:
Asymptomatic pt returned to surgeon for office visit. An x-ray showed one screw backing out of the zero-p implant, level unk. Surgeon noted the implant was in good position. Surgeon is scheduling a revision to remove product. This is one of two reports for this event.